Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an externalized conductor. No action was taken as electrical function was normal. The patient will continue routine follow-ups.